Manufacturer narrative:
It was reported that 10 bedside monitors randomly rebooted during patient monitoring activities. No harm was reported. Summary of troubleshooting steps: northside called in to tech support to report 10 bedsides were rebooting. Nk tech support escalated the issue to cits/network team. Nk systems support engineer logged into northside to verify host servers and all other servers were operating as expected. Logged into switch stack acc-2 and noticed that multiple ports were going up/down from around 10:00am 1:00pm (rough time frame). This indicated that the device plugged into the port was no longer seen or powered on, which coincides with the bsm rebooting. Verified there were no port errors or errors on switches that would be causing the issue. Nk networking asked tech support to see if the issue had stopped because their ports stopped flapping and tech support confirmed with the person onsite the issue was no longer happening. Nothing was changed on the switches or servers. Since all bedsides were connected to the same switch, networking recommended rebooting the switch stack in the closet but that would have to be planned and would cause downtime. The symptoms of bedsides rebooting for 10 seconds could be a network loop. A device was possibly moved, causing it to be plugged into the wrong vlan, which is known to cause issues of bedsides rebooting. The issue only lasted 2 hours seems to be resolved. Northside has stated nothing had changed in the environment. Nihon kohden is still discussing/troubleshooting the issue internally. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that 10 bedside monitors randomly rebooted during patient monitoring activities. No harm was reported.

Event description:
It was reported that 10 bedside monitors randomly rebooted during patient monitoring activities. No harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported that 10 bedside units were shutting down and re-booting on their own. Service requested: assistance in troubleshooting. Service performed: nkts escalated the issue to the cits/network team which performed the following troubleshooting steps: · cits logged into northside to verify host servers and all other servers were operating as expected: confirmed. · cits passed this onto the network team to make sure the switches were up and operating as expected: logged into switch stack acc-2 and noticed that multiple ports were going up/down from around 10:00am 1:00pm (rough time frame). · this just showed that the device that was plugged into the port was no longer seen or powered on, which coincides with the bsm rebooting: verified the were no port errors or errors on switches that would be causing the issue: confirmed. · networking asked tech support to see if the issue has stopped because their ports stopped flapping and tech support confirmed with person onsite the issue was no longer happening. Nothing was changed on the switches or servers. Since all beds were connected to the same switch, networking recommended rebooting the switch stack in the closet but that would have to be planned to cause downtime. The symptoms of bedsides rebooting for 10 seconds sounds like a network loop. It sounds like a device was moved rooms which caused it to be plugged into the wrong vlan which is known to cause issues of bedsides rebooting. The issue only lasted 2 hours so it sounds like it was corrected. Northside has stated nothing had changed in the environment. Customer stopped communicating, after multiple attempts investigation summary: root cause of the issue could not be identified as customer stopped communicating, however possible cause of error was identified to be that the device was moved different rooms. Which caused it to be plugged into the wrong vlan which is known to cause issues of bedsides rebooting. The risk priority of the issue is categorized as: medium